Event description:
It was reported that during use of a cleo 90 infusion set, the patient experienced elevated blood glucose levels. The bg level was recorded at 350 mg/dl. The patient changed out the infusion set and administered a correction bolus through the pump in order to reduce for their elevated bg.